Event description:
It was reported that during testing before the procedure, a small element fell out of the drive - it was difficult to determine whether it was from the motor or the contra-angle attachment. It was reported that there was no patient impact.

Manufacturer narrative:
H3: product analysis :evaluation determined that distal bearing is detached. The likely cause of failure could be worn bearing. It was also noted that burr was difficult to insert, o-ring worn, laser markings on the tube were faded. This regulatory report is being submitted due to retrospective review through CAPA (B)(4). B3: date of incident or estimated date of incident was not provided to the manufacturer. Notified date used as date of incident until further information is obtained. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.